Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch lost its connection. Upon functional testing, the identified the cause of the issue was due to wi-fi connection. The part analysis for both the wireless footswitch and base station were performed but it didn¿t conclusively determine the actual cause however, the replacement of the wireless footswitch and the base station by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch pedal is not connecting. There was no reported patient or user harm. Philips has started an investigation of this complaint.